Event description:
All attemtps to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing, and the generator was at end of service. It is not known if the high lead impedance result was obtained with normal mode or systems diagnostics tests. The patient did not have any trauma, but is autistic.the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted vns lead and generator were discarded by the hospital.attempts for further information are in progress.

Event description:
Reporter indicated the last acceptable vns diagnostics test results were noted on (B)(6) 2012. The high lead impedance was first noted on (B)(6) 2012, but it was not specified if this was a systems or normal mode diagnostics test. No x-rays were performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.